Event description:
It was reported that the short interval counts (sic) have increased in the last year for both atrial and ventricular channels. Noise and artifact were noted on the electrogram for the right atrial (ra) lead. There were also relatively low r and p waves. The ra and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164awg, implantable cardioverter defibrillator (ICD), (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the egm (electrogram) waveforms, and there was a p-wave amplitude measurement issue. P wave amplitude ranges from 0.68 to 1.66 throughout the record. There are artifacts observed in the egm for atrial tip to atrial ring.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.